Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's spouse reported via phone call of customer's pump not working. The spouse states the recorder was not working. The spouse was advised to have customer call in for troubleshoot to be conducted.